Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. Review of the device logs showed occurrences of apnea alarms and obstruction, high pressure and disconnection warning alarms. The evaluation determined that the apnea alarms were due to a calibration issue. Also, testing showed that the astral device failed to complete its internal self-test. The device was recalibrated to address these issues. The device was serviced and tested before it was returned to the customer. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that while an astral device was in use, it displayed apnea alarms that could not be rectified and the patient had an oxygen desaturation. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an extensive engineering investigation. An extensive review of the device data logs determined that contamination in the outlet flow sensor most likely resulted in the incorrect measurement of the outlet flow sensor and triggered the reported apnea alarms. Review of the device logs also revealed a single occurrence of system fault 74 indicating a software task fault. The investigation determined that the system fault 74 was due to a software issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that while an astral device was in use, it displayed apnea alarms that could not be rectified and the patient had an oxygen desaturation. There was no patient injury reported as a result of this incident.